Event description:
It was reported that patient enrolled in a clinical study underwent partial knee arthroplasty on (B)(6) 2008. Subsequently, patient reported that a revision procedure was performed on (B)(6) 2010 to remove the partial knee components. Detailed event information regarding the revision was not provided. No further information has been supplied to date.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. (B)(4).